Event description:
Over the past 7 months, this facility has documented at least 10 incidents involving the baxter apii pca pumps. In each case, the pump appeared to be delivering the prescribed medication as ordered. However, the patient was actually not receiving any medication. Upon opening the pump, the section of tubing that was aligned next to the peristaltic fingers was crushed or crimped preventing any medication from flowing through the tubing. [The site reporter states the crimping is resulting directly from the peristaltic mechanism of the pump and is not felt to be due to tubing failure.] The pump history indicated the patients had received the basal rate (if ordered) and each demand dose. However, the bag of narcotic was full. Baxter states they have had no other facility report, this problem and also states they have been unable to duplicate the problem in their lab. [However, despite switching tubing lot numbers, using pumps with different serial numbers, and replacing the pumps currently in use with firefurbished pumps provided by baxter, the problem persisted, although the crimping was not as severe. No user issues have been identified despite thorough review. The manufacturer has encouraged the facility to purchase the new I pump. Thirty of the new I pumps were purchased. The new devices are evidencing the same problem. There were three occurrences recently. The only common denominator is the drug in use at the time of the incident, morphine. The problem only occurs when the pump is in patient controlled analgesia mode with no continuous basal rate. The manufacturer continues to tell the facility that they are the only facility in the country with this problem; however, the facility has heard anecdotal information that there has been other problems with crimped tubing.